Manufacturer narrative:
The customer reported that transport units in the facility are having issues when exporting data to them. According to the customer, whenever a nurse is exporting data from the bedside 6000 to the transport unit to take it to a different floor, the cns while the transport is in transit will show waveforms and numerical values and all of a sudden the data disappears. The issue happens randomly with random units and it does not happen all the time. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that whenever a nurse is exporting data from the bedside 6000 to the transport unit to take it to a different floor, the cns while the transport is in transit will show waveforms and numerical values and all of a sudden the data disappears.